Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was slow. The motor was replaced and resolved the reported issue. Review of the previous repair record identified that the reported event was that the motor had no performance, but the issue was not duplicated by the repair site which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there is not enough power. This was observed prior to the surgery while checking the instruments. There was no harm or delay involved. No adverse event was reported as a result of this malfunction.